Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left ovary and left essure - embedded on the outer wall of the cyst') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparotomy with left salpingo- oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: (2) 1.s cm. Hemorrhagic cyst, right ovary. (3) 3.0 cm. Septate cyst, left ovary. (4) satisfactory placement of both essure devices. (5) satisfactory tubal occlusion bilaterally. (6) patient can rely on essure for birth control. (7) retroverted uterus. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left ovary and left essure - embedded on the outer wall of the cyst') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparotomy with left salpingo- oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 1.s cm. Hemorrhagic cyst, right ovary. 3.0 cm. Septate cyst, left ovary. Satisfactory placement of both essure devices. Satisfactory tubal occlusion bilaterally. Patient can rely on essure for birth control. Retroverted uterus. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.